Event description:
It was reported that while in preparation for use a loud "popping" sound was heard coming from the system 9800. There was no adverse patient involvement reported. There was not patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was evidence of arcing at the high voltage connections. Connections were cleaned and greased and filament calibration performed. The system was tested and found to be working as intended and placed back into service.